Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event, the same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 5th day, discontinued the day after the start date) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. The day after event onset, the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.